Event description:
Caller stated that medical attention was sought on (B)(6) 2021 around 12:00pm at home. Caller stated that the end-user tested her blood glucose with her prodigy meter and received a result of 360mg/dl. A normal result for that time of day usually around 100mg/dl. Caller stated that the end-user took her insulin based on the result she received. End-user is not on a sliding scale. The end-user tested her blood glucose with her prodigy meter and received a result of 73mg/dl caller stated that he found the end-user unconscious around 10-15 minutes later so he called paramedics. There was no food drink or medication consumed while waiting for the paramedics. Paramedics arrived within 10-15 minutes and tested the end-users blood glucose with their meter and received a result of 38mg/dl. Paramedics gave the end-user glucose by IV and transported her to hospital (B)(6) located at (B)(6). Caller did not recall what the end-users blood glucose was upon arriving at the hospital. The hospital continued to administer glucose by IV and the end-user stayed there overnight. Caller does not recall what her discharge instructions were or what her blood glucose was. No additional information was provided.